Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Resulting in the customer having a ¿dka visit¿. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.